Event description:
When attempting to unload and reload the endo gia it locked up and could not be used again, it was discarded and a replacement was opened. It was not being used on the patient at the time.